Event description:
This report summarizes one malfunction event. A review of the events indicated that model u415054rx ultraverse rx pta dilatation catheter allegedly experienced a deflation issue (slow deflation). The event did involve the patient but there was no impact or consequence to the patient. The patient was a male, and the gender and age were not provided.

Manufacturer narrative:
Of the 1 reported malfunction, the device was returned for evaluation. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The devices was inflated with an in-house presto inflation device. The device was deflated within the specified time constraints, without any issues. Therefore, the investigation is unconfirmed for the reported deflation issue. The definitive root cause for the reported deflation issue could not be determined based upon available information. It is unknown whether the original inflation device used in the procedure contributed to the reported event.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model u415054rx ultraverse rx pta dilatation catheter experienced a deflation issue (slow deflation). The event did involve the patient but there was no impact or consequence to the patient. The patient was a male, and his sex and age were not provided. The u415054rx ultraverse rx pta dilatation catheter was returned to the manufacturer and is undergoing evaluation. The results are not available at this time.